Manufacturer narrative:
Material and lot numbers are unknown. The causative pathogen has not been reported to nuvasive. The surgeon reported that the event was related to either hospital or community exposure to a pathogen. It is unknown if intervention required removal of associated fixation construct. No permanent damage has been reported. No similar reports of granuloma formation have been previously received.

Event description:
Implanting surgeon reported a post-operative infection following implantation of attrax product. Intervention consisted of resection of granulomatous tissue in addition to (presumed) wound debridement and removal of the bone void filler. The time course of recovery is not known, although the surgeon reported the infection was community- or hospital-acquired.